Event description:
Observed micro bubbles when aspirating visipaque contrast media into the 10cc syringes furnished within their convenience kits. There has been no patient injury involved with this observation. Samples are being returned for evaluation.